Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after a system upgrade the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.